Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston was not moving fast and was making a noise and the customer experienced hypoglycemia. It was reported that the customer had low blood glucose levels of 2.2 mmol/l at the time of incident. Troubleshooting was not performed during the call. The device will not return for the analysis.